Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at mz connection site while on a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero connection site was not confirmed. Visual inspection of the set noted no cracks, fractures, crazing or breaks. There were no damages or anomalies observed. Functional and pressure testing resulted in no leaking. The root cause was not identified.